Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that mitraclip instructions for use states, if the grasp appears satisfactory, lower the grippers onto the leaflets. It also warns, failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda). Based on the information provided, the reported device damaged by another device appears to be due to patient morphology/pathology and user technique/procedural circumstances. The slda was likely due to a combination of the challenging patient anatomy and procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualization of the mitral valve was suboptimal and the echocardiogram conditions were bad during the mitraclip procedure. The first clip (70112u247) was deployed successfully. The second clip delivery system (cds 61220u276) was advanced to the mitral valve; however, during positioning, the clip had interaction with the chordae and chordal rupture was observed. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was suspected to have been interaction between the first and second clips, which may have contributed to the slda. The physician believes the slda was due to the new gripper angle on the mitraclip nt. A third mitraclip was implanted to treat the mr and stabilize the first clip. Three clips were implanted, reducing the mr to 3-4. The patient remains hospitalized and will be referred for heart surgery. No additional information was provided.